Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue duplicated. It was determined that the cause was due to the user exposed the device to water. As a result, the main board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g4: 510k are unknown.

Event description:
It was reported that the pump exhibited error code 1660 and was exposed to water. It is unknown if there was patient involvement, no adverse patient effects were reported.